Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the stapler was unable to fire and the surgeon was unable to squeeze the handle. They changed to a new stapler <(>&<)> reload to complete the case. The patient was alive with no injury.